Manufacturer narrative:
Device evaluation summary: the exact cause of the aneurysm expansion could not be determined from the stent graft examination and clinical information provided. Other than excision related fabric holes, no device integrity issues were seen on any of the returned stent graft components. Films were not available and the anatomy is unknown. Therefore, assessment of the stent graft in-vivo configuration during the implant duration, including assessment of any possible endoleak prior to explant, could not be performed. In addition, the device appeared to have been cleaned prior to returning for analysis, essentially free of tissue, which also impacted the analysis. It is possible that the cause of the increasing aaa may be due to endotension. Accumulation of serous fluid or a gelatinous material within the aneurysm sac has been previously described in various publications for stent grafts explanted due to endotension.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: etlw1613c93ej, sn (B)(4), etlw1613c82ej, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately two years and six months post index procedure a CT revealed that the aneurysm diameter increased by approximately 5 cm when compared to the index procedure. The physician believed that there was an endoleak. However, a CT and an angiogram were unable to identify the location of the suspected endoleak. The physician scheduled the patient for an intervention to be performed. During the intervention swelling was observed and no endoleak was observed. The stent graft was explanted. The physician believed that effusion of serous fluid was the cause of the event and that it was related to the implanted device. No additional clinical sequelae were reported and the patient is fine.